Event description:
It was reported that during a superdimension case, the physician lost accuracy after receiving a good registration value of 4.8mm (current spec is <10). After re-inserting the locatable guide after taking biopsies, the physician could not get back to the lesion. They proceeded back to the main carina and the visual verification was now off. This was repeated with the same results. On the third attempt, the system appeared to be accurate. There was no harm or injury to the pt reported.

Manufacturer narrative:
A service call was performed at this site on 12/15/2009. The accuracy testing did not show any problems, the tests all passed. In addition, a component of the system, the locatable guide, was returned and analyzed as a precaution and the results showed that the locatable guide also functioned appropriately.